Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when he put the motor on the chair it was veering to the left.